Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was 202 mg/dl. Troubleshooting steps were provided for critical pump error. Customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm.